Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred. The customer reported that the drawer could not be opened through normal operation. After manually opening the drawer, it was observed that the drawer rails were damaged and the rear switch was broken. The customer performed two station restarts; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and had to be manually opened, with the rails found to be damaged. The field service engineer (fse) re-seated all connections and wiring, replaced the sensor on the latch, and identified that the rails were faulty. The fse replaced the damaged rails, checked all connections, wiring, and alignment, and verified that voltage to the board was appropriate. The fse confirmed functionality after testing, and recovery was completed successfully. The system functioned as intended after field service engineer repaired the device.